Event description:
Device 2 of 2, reference MFR. Report# 3006705815-2019-00721. It was reported that the patient ineffective stimulation due to lead migration. In turn, the leads were repositioned on (B)(6) 2019. Effective therapy was established post-op.